Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that during the spaceoar injection, the kit clogged at the y-connector. It was reported that the procedure was not completed, and the patient was under general anesthesia. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information block b5 has been updated with the additional information. Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that during the spaceoar injection, the kit clogged at the y-connector. It was reported that the procedure was not completed, and the patient was under general anesthesia. No patient complications were reported as a result of this event. Additional information received on 05mar2026. It was further reported that during the procedure, the first kit clogged, therefore a second one was opened, however, it eventually clogged and the physician decided to abort the procedure and proceed radiation without the hydrogel spacer.